Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use related. One 4 fr s/l groshong nxt clearvue catheter and its attached two-piece connector was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned catheter and two-piece extension set. The distal black plug end of the catheter was returned broken off from the proximal end of the catheter. A tactile evaluation of the returned catheter revealed significant tensile weakness throughout the catheter shaft. A microscopic observation revealed the length of the complainant catheter to be longer than the length of a non-complainant catheter, as it was observed that the distal end of the complainant catheter was stretched, while the proximal end of the complainant catheter was not observed to be stretched when compared to a non-complainant catheter. The fracture surface of the distal fragment of the complainant catheter break was observed to be granular and circumferentially aligned. The proximal catheter fracture site was observed to have a planar section of catheter missing from the end of the catheter. The fracture surface of the proximal break site appeared granular. The distal valve was observed to be circumferentially opposite of the planar fracture surface. The planar break surface was observed to be granular with a small flap of catheter observed along the break site. Inspection of the returned catheter revealed characteristics of tensile, or pulling forces applied to the catheter shaft causing a break at the distal end of the catheter. Excessive pulling forces on the catheter may cause the device to split or break. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient's treatment cycle was completed and at the time of extubation, the catheter was found to be missing in three directions of the valve, and x-rays were taken which revealed no abnormality. The catheter is currently removed, but the black three-way valve remains in the patient and cannot be traced. The patient was extubated and found to have an incomplete catheter. No other information was provided.

Event description:
It was reported the patient's treatment cycle was completed and at the time of extubation, the catheter was found to be missing in three directions of the valve, and x-rays were taken which revealed no abnormality. The catheter is currently removed, but the black three-way valve remains in the patient and cannot be traced. The patient was extubated and found to have an incomplete catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.